Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to extend. The lead was not used and replaced during procedure. The patient was stable.